Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage tank, x-ray tube and the following printed circuit boards were replaced: the snubber, generator driver, filament driver, and the high voltage sr. The system remained down and was shipped to the MFR in salt lake city for investigation. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.

Event description:
The customer reported that during a procedure the system displayed an overload fault error message. No pt injury was reported.